Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that they had high blood glucose value. Customer's blood glucose value was 486mg/dl. Customer also mentioned that the reservoir was leaking at the snap cap. Insulin pump will be returned for analysis.